Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6) . Calibration on 25-apr-2024 was within the expected ranges. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys anti-hcv g2 (anti-hcv ii) assay on a cobas e411 immunoassay analyzer when compared to a competitor's platform (abbott). Initial result: 0.073 coi which was interpreted as non-reactive (negative). 1st repeat result: 0.67 s/co (tested on the abbott platform and interpreted as non-reactive/negative). 2nd repeat result: 0.123 coi which was interpreted as non-reactive (negative). 3rd repeat result: 0.97 s/co (tested on the abbott platform and interpreted as non-reactive/negative). 4th repeat result: 0.070 coi which was interpreted as non-reactive (negative). 5th repeat result: 1.47 s/co (tested on the abbott platform and interpreted as reactive). The sample was then sent to another site and tested on a siemens platform and the 6th repeat result was consistent with roche's results. The customer expected a positive result for the patient. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The instrument's maintenance was performed according to specifications. The investigation did not identify a product problem. The elecsys anti-hcv ii assay performs within specifications. The cause of the event could not be determined.